Event description:
Clinical study. Same case as 6000093-2006-01579. It was reported that on the same day of the coronary drug-eluting stenting treatment index procedure, the pt had a myocardial infarction. The index procedure treated 1 de novo 95% stenosed target lesion located in the mid left circumflex (lcx) artery. The lesion was predilated with a 2x15mm maverick angioplasty balloon. The physician successfully implanted two overlapping stents; one 2.5x24mm taxus express2 drug-eluting stent (des) and one 3.0x8mm taxus express2 des. "There was a small lower branch that was jailed by the stent which subsequently was noted to have timi-2 flow." A "spiral dissection noted after small lcx continuation." On the same day after the index procedure, the pt had unspecified chest pain and had an "emergency recath following mechanical intervention" to "relook following pci earlier today. Jailed branch of om2 was occluded but too small to intervene upon." The pt received two units of packed red blood cells due to a dip in her hematocrit postprocedurally. She had been noted to be chronically anemic. The pt "did well following transfusion, increasing her ambulation, and was discharged" 5 days post-index procedure on aspirin and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.